Event description:
The micro sagittal saw was sent for service and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was identified as the probable cause of the device overheating.